Event description:
On (B)(6) 2012, acclarent was made aware of an event that occurred on (B)(6) 2012 involving acclarent sinus technology. An acclarent solo pro 5x16mm balloon was used to treat the patient's right frontal sinus. During subsequent irrigation the physician noticed some swelling in the patient's right eyelid area and stopped the irrigation. The patient's right maxillary sinus was treated next, without incident. An icepack was applied to patient's right eye to reduce the swelling. The patient was observed for approximately 15 minutes before being released from care. The patient's eye swelling resolved over the course of a few days. There was no report of double vision or loss of vision. The patient has reported minimal fuzzy vision. As of this time, both patient and physician have determined to only continue to monitor this symptom.

Manufacturer narrative:
The exact cause of the eye swelling is unknown. It has been suggested by the attending physician that incorrect positioning of the balloon catheter may have resulted in a fractured lamina papyracea. It was stated by the physician that the acclarent products performed as intended. This case will be reevaluated if additional information is provided.